Event description:
Dealer emailed that they had received a complaint from a customer that a brand new clamp broke on the patient's tooth. Dealer sent the following information concerning the breakage via email: we have followed up with the client and obtained the following information: no injuries occurred. The client was unable to remember which tooth was treated and the breakage date. In regards to the dentist's details the sale of the clamp is via a 3rd party dental dealer based in here in sydney. Thus the dentist's details have not been noted.

Manufacturer narrative:
Although we have not established that the device caused or contributed to the event, we're reporting it to be compliant with 21 cfr part 803 and out of an abundance of caution. Narrative for conclusion: device breakage is addressed in the directions for use. The directions state, do not place clamp in mouth until the rubber dam has been properly placed. Clamp could become a choking or safety hazard if dropped or broken in the mouth without proper use of the rubber dam at all times. Narrative for results and conclusions: the directions for use warns, caution: modification, over-extending, bending, or use exceeding one year may cause breakage. The return clamp was not brand new as claimed by the customer (see attached photos). The clamp appears to have been in use beyond one year and was used improperly. No one was injured during the incidence.